Event description:
Follow up found that the date of device disablement was unknown. The explanted device will not be returned as it has been disposed of by the facility.

Event description:
Reporter indicated via the manufacturer¿s implant card that a patient had vns lead and generator replacement surgery on (B)(6) 2013 due to a lead break and depleted battery. Review of manufacturing records confirmed that the generator m102 sn (B)(4) and lead m302-20 sn (B)(4) passed all functional tests prior to distribution. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the patient¿s vns was disabled after they identified the lead break. X-rays are not available to send to the manufacturer for review. No patient manipulation or trauma was reported to have occurred that is believed to have caused or contributed to the lead break.